Manufacturer narrative:
Per the instructions for use (IFU), valve malposition and valve regurgitation requiring intervention are known potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta.   Per the instructions for use (IFU), valve migration requiring intervention is a potential adverse event associated with transcatheter aortic valve replacement. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. In this case, per report, the cause for the malposition and subsequent migration of the valve was due to procedural factors (position on fluoroscopy) that contributed to the event.  Other potential contributing factors are unknown as limited clinical information was provided. There was no allegation or indication a device malfunction contributed to this adverse event.

Event description:
As reported by our (B)(6) affiliate, during a transfemoral procedure in the aortic position, a 23mm sapien 3 valve was placed too high resulting in a mild paravalvular leak (pvl).  Approximately 5 to 10 minutes post implantation, the valve moved aortic. A decision was made to implant a second sapien 3. The procedure was successful. The annulus was mildly calcified.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Updated information provided regarding the patient. The patient is stable. The patient's native annulus measured 412cm2.